Event description:
It was reported that the device powers itself on and/or off. It was also noted that the "service" message was displayed on the screen. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.